Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6 - investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions h10: investigation summary correction (g1) - contact office address: dr. (B)(4), 7815 national service road suite 600 greensboro, nc 27409, (B)(4). Batch record review results: lot 1c04535 was manufactured on 04/07/2021, in the convex 2 pc manufacturing line with a total of (B)(4) mkus. Complaint investigator ID 6055 performed a batch record review on 29/nov/2021, to verify if all the applicable procedures were followed and no issues were found, all the components for assembly were correct per bom and all the tooling information documented was also correct, sap material ID 1161271 and manufacturing order (B)(4). No discrepancies related to the issue reported were found. Returned sample evaluation: no photos were received and no unused return samples were expected. Conclusion summary of the related event: after understanding the process, a brainstorming tool was used to determine all the possible causes of the problem; the cause & effect diagram was used and as a result there were found seven (7) potential causes identified. One (1) of them were discarded, and six (6) were confirmed and retained as root/probable cause for the failure. Based on the investigation findings, the root causes for wafer decentralized were identified as manpower, method and machine, see the table below for details: probable root causes: manpower 1- procedure (convex 2pc wafer sub assembly machine 2) not followed by manufacturing personnel while placing the mass on loading pins. 2- manufacturing inspections failed to be executed as applicable. Machine: 3- pistons defective. 4- base thread of k tool loading pin defective. 5- electro-valve damaged. Method 6- manufacturing inspections failed to be executed as applicable. The correction action and preventive action plan was generated to cover the probable causes, taking appropriate actions and measure its effectiveness. The investigation associated with related event was approved and complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. (B)(4).

Event description:
To date no additional patient or event details have been received.

Event description:
The end user and his wife reported decreased wear time over the past 2-3 months which got worse from last few days. They also stated that the end user had to come home early from a trip due to leakage. Reportedly, the leakage occurred mostly to the right of stoma where it started to wrinkle up. The end user's wife also stated that it looked like the starter hole might be off centered. The product was used on patient. No photo is available at this time.

Manufacturer narrative:
MDR 9618003-2021-02649 / device 3 of 3. (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).